Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a robotic sigmoid colectomy procedure, the staplers appeared to be unformed; the surgeon was not in thick. There were no patient consequences. Case completed with one device.